Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "after finishing the sampling and upon activation of the safety shield, the safety shield broke off the holder."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "after finishing the sampling and upon activation of the safety shield, the safety shield broke off the holder."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing and no issues were observed relating to defective locking mechanism (dlm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism (dlm). Bd was not able to identify a root cause for the indicated failure mode.